Event description:
An injury was noticed by a patient care tech assistant. This was noticed after the procedure. There was blood on the blanket. Initially we thought that the IV pulled out after we moved the patient from exam table to stretcher. Examination of the right hand showed about a 1x1 cm skin break/abrasion on the center back of right hand which might have been caused by moving the patient. The hand may have gotten caught in the gap between the table and stretcher. The side bar of the x-ray exam table has a sharp corner. Usually we cover it with a blanket to prevent such an injury.